Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary inability to view continuous glucose data due to sensor signal loss while using a dexcom g7; during a troubleshooting call, the agent requested a fingerstick glucose check and the sensor signal subsequently resumed without further intervention, with a reported blood glucose of 217 mg/dl. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included technical support review and user-guided troubleshooting of the cgm connection. Investigation of this case revealed transient communication or signal interruption of the cgm system without persistent malfunction, and no pump or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or transient signal interference consistent with normal device behavior.